Manufacturer narrative:
It was reported that multiple device reboots occurred, but without precision about the number of occurrences. Technical investigation confirmed that four occurrences of a known design defect occurred. Event summary, device history record review and complaint history review did not identify any contributing factors. It was however noted that one complaint occurred previously on the same device due to the same design defect in the last six months preceding the subject event.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported by the surgeon that during a surgery the device had multiple communication errors. The delay is currently is estimated at 1-2 hours.